Event description:
Refrence number (B)(4) event occured in the united states it was reported that the patient experienced an adhesive tape issue on (B)(6) 2026 after the infusion set was accidentally pulled out. No further information is available